Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a repair of anterior vaginal compartment (vaginal approach), sling implant procedure for female stress incontinence, cystoscopy, and bladder catheterization procedures performed on (B)(6), 2017 to treat a patient with moderate cystocele and stress incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2017, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).